Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err hwbbt. No additional patient or event information is available. No product or data was returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and the receiver would perpetually boot up; therefore the receiver case was opened to download data log directly from the ui pcba board. The reported event of error icon displayed could not be confirmed during log review. A root cause could not be determined.